Event description:
The lay user/patient called lifescan (lfs) on november 13, 2007 alleging the one touch ultrasmart meter was reading inaccurately high, when performing a control test. The medical affairs specialist spoke to the reporter on november 19, 2007. The patient reported the meter issue occurred in 2007. He obtained two control test results of 132 and 135 mg/dl. The control range is 97 to 130 mg/dl. He also tested on his blood glucose at approximately 9:00 p.m. He obtained a result that was over 200 mg/dl. The reporter could not recall the exact result. The patient takes 2 units of humalog insulin (his regimen is 2 units of insulin if his reading is over 200 mg/dl). About 2 hours after taking the insulin, the patient reported sweating and then falling to the floor (he did not lose consciousness). His partner called the paramedics and gave him orange juice. The paramedics tested his blood glucose and the result was 50 mg/dl. The meter issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient was later found to be hypoglycemic after taking insulin, which was based on the meter result.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.